Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the sternal saw did not function as expected. As a result, an alternate device was employed for the procedure. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.